Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional carotid stenting procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same result. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient was reportedly born in 1952. Patient date of birth entered as (B)(6) 1952. Patient weight was estimated to be approximately (B)(6). The device was used in a moderately calcified right common femoral artery. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.